Event description:
The event is reported as: the customer alleges that the tubing is disconnecting at the compressor during use. The tubing was changed out. No report of patient injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The lot number was not provided, therefore it is not possible to determine in which conditions this material was manufactured. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If the defective sample becomes available, this investigation will be updated with the evaluation results.